Event description:
It was reported that the autopulse was being used on a (B)(6) male pt being treated for cardiac arrest. The platform displayed low battery when a fully charged battery was being used. Another fully charged nimh battery was placed in the platform, but after several compressions, the unit displayed low battery again. Medics reverted to manual CPR. Caller indicated that the batteries were maintained properly and that this issue is ongoing. Customer also indicated that the batteries worked on a different platform for 91 minutes. Pt was reported to have died from a drug overdose. The death was not attributed to the platform not functioning.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. Note: customer also indicated that when actively not using these batteries one battery is stored in the unit, not locked in, one is stored in the bag and one is stored in the charger. Batteries are rotated daily.